Event description:
On (B)(6) 2013, the lay user/patient¿s daughter (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to her feeling. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2014, and obtained the following information: the reporter tests the patient between three to four times a day and the patient¿s diabetes is managed with humulin insulin (sliding scale based on reading), lantus (100 units, morning and evening) and humalog pen as needed; the maximum amount of humulin that can be administered at any time is 30 units. According to the reporter on (B)(6) 2013, the patient reportedly obtained a blood glucose reading between the 200¿s and 300¿s with the subject meter; in response to the result the reporter administered the maximum allowable of humulin insulin; and subsequently 30 minutes later, the patient reportedly exhibited symptoms of low blood glucose (specifying cold sweat and confusion). After the onset of her symptoms the reporter indicated she retested the patient with the subject meter and claimed the patient obtained an unspecified ¿high reading¿. Based on the ¿high reading¿, the reporter indicated she did not attempt to administer any treatment. Following the retest, the reporter stated the patient suddenly went into a seizure. The reporter soon after contacted the emergency medical services (ems) and within ten minutes after the onset of her symptoms, the patient reportedly was administered glucose gel (by ems), obtained a reading between the 40¿s and 50¿s with the ems¿s meter, and was transported to the hospital. The patient was admitted and release the following day. The reporter indicated a similar incident occurred again on (B)(6) 2013, and the patient was again admitted, but was hospitalized for two days due to second time having a seizure. According to the reporter, based on the hospital¿s evaluations/tests, the doctors concluded that the seizure was a result of the patient¿s low blood glucose. During the patient¿s time in the hospital, the patient¿s blood glucose readings with the subject meter and/or hospital¿s meter are not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.